Event description:
Customer reported there is no image on the monitors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the display board. System operates as intended.